Manufacturer narrative:
No medwatch form was received. A partial lead measuring 56.5cm of the distal portion was returned for analysis. The damage found was sustained during the surgical procedure. The reported externalized conductors was not confirmed; instead the insulation was cut at 43.9cm from the lead tip and the conductor cables were pulled out of the lead at this location as a result of the explant procedure. The lead wa as otherwise normal.

Event description:
It was reported that during explant procedure for infection, externalized conductors were suspected upon explant. Normal electrical function was noted.